Event description:
Pt states while connected to vent, was on wheelchair, watching tv - that they heard the turbine noise go "up and down", and the vent then shut down with alarms. Device alarmed low pressure and disc/sense. Vent was powered back up, but turbine would not restart. Pt bagged until backup ventilator was brought from the dealer. Nurse was present at the time of the event. No pt harm noted.